Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-02338.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-02338. It was reported the patient went to emergency room for pain and pocket heating at ipg site (also see related MFR. Report#: 1627487-2019-02314). The physician ordered a MRI. The patient was unable to set ipg to MRI mode. As a result, the system was explanted.